Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation: visual analysis of the returned device identified: crease fold, white calcification in the surface of the shell, encapsulation, broken/missing shell. Leak test was performed and found opening on radius. A microscopic analysis was performed which identify an opening striated in the radius and broken striated in the radius side. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a striated opening in the radius side assessed as surgical damage. A striated broken in the radius side assessed as surgical damage. A missing piece of the shell assessed as to inconclusive. Reason for reoperation: "due to the concern's of the product".

Event description:
Healthcare professional reported patients concerns with product against right side. Device has been explanted.